Manufacturer narrative:
Analysis summary: analysis confirmed the customer comment that the stylus and screen information did not properly align and therefore the display overlay flex connection to the xy printed circuit board assembly was reseated and the stylus calibrated. The hard drive was reconfigured and the software reloaded and the device then passed its final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus pen did not line up properly with the images on the screen even after a recalibration. The programmer was returned for service. No patient complications have been reported as a result of this event.